Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a stockert generator and suffered an esophageal fistula requiring surgical intervention (stent placement). The device was evaluated, and no errors found. The device was subjected to preventative maintenance, safety and functional testing, and all tests passed. No malfunction was found with the device, which was confirmed to be within specifications. A device history record (DHR) review was performed, and it verified that the device was manufactured in accordance with documented specification and procedures. The customer complaint could not be confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model and serial numbers unknown. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a stockert generator and suffered an esophageal fistula requiring surgical intervention (stent placement). Post-procedure, after an unspecified amount of time, an atrio-esophageal fistula was confirmed via computed tomography (CT). Esophageal stent was placed. Patient required extended hospitalization as a result of this adverse event. Patient outcome is improved. It was noted that there were no signs of esophageal injury noticed during the ablation procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Generator parameters at the time of injury included standard thermocool sf settings to include power control mode with default thresholds. Generator settings at the time of injury included power at 25 watts, temperature at 30 degrees celsius, and impedance of 170 ohms. Physician used 25 watts on the posterior wall of the atrium with ablation no longer than 40 seconds and contact force between 10-20 grams on the injured area. Overall ablation time at the site of injury was 40 seconds. Last ablation cycle time at the site of injury was not reported. Esophageal protection measures included decreased power on the posterior wall of the atrium. Spi value was reported as 10 grams. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.